Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m experienced flow issue. The following information was provided by the initial reporter: when doing line change the 1st tubing set used did not work, the lipids flushed through the tubing almost to the end and then just stopped, despite all clamps being open.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m experienced flow issue. The following information was provided by the initial reporter: when doing line change the 1st tubing set used did not work, the lipids flushed through the tubing almost to the end and then just stopped, despite all clamps being open.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary 9 samples model 10010453 were returned for investigation. The customer complaint that the tubing was occluding could not be replicated. Bd is looking at opportunities to improve the filter function to alleviate this failure in the future. The root cause could not be determined because the issue could not be replicated. A device history record review for model 10010453 lot number 21085579 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.